Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient was experiencing intermittent low voltage message alarms on the system controller. The suspect system controller was exchanged per the manufacturer's instructions for use and the patient remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. The white and black power leads of the system controller were found to have a compromised brown wire at the connector ends. The observed broken brown wire in the power leads, and the "power cable disconnect" and "low battery" alarms during our testing, would have resulted in warning lights and sounds on the system controller consistent with the reported event. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.